Manufacturer narrative:
A supplemental MDR is being submitted for completion to the engineering evaluation. The following sections of this report have been updated: update to b4, g3, g6, h2, h6, h11. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander delivery system IFU was reviewed. Precautions include, 'if a significant increase in resistance occurs when advancing the catheter through the vasculature, stop advancement and investigate the cause of resistance before proceeding. Do not force passage, as this could increase the risk of vascular complications. As compared to sapien 3, system advancement force may be higher with the use of sapien 3 ultra/sapien 3 ultra resilia thv in tortuous/challenging vessel anatomies'. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaints for unable to track system through anatomy and system component damaged are confirmed empirically based on review of provided imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, a review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Per the IFU and training manual, 'if a significant increase in resistance occurs when advancing the catheter through the vasculature, stop advancement and investigate the cause of resistance before proceeding. Do not force passage, as this could increase the risk of vascular complications. ['] insertion force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification.' Per review of provided imagery, 3mensio imagery revealed presence of tortuosity and calcification in the right-side access vessel, including at the region of the aortic bifurcation. Review of procedural imagery showed the delivery system flex catheter with crimped thv kinked and appearing outside of the sheath profile in the region of the aortic bifurcation. Additionally, post-procedural device imagery showed the associated sheath with a punctured liner and hdpe damage. The distal tip opened as designed. In this case, there was high push force and sheath damage during advancement of the delivery system with thv through the sheath. Continuing to advance the delivery system through a damaged sheath may cause the delivery system with thv to track outside of the sheath through the damaged area and enter/interact with the patient's vasculature. Patient factors (i.e. Calcification, tortuosity) may cause constrained sections of the anatomy that interfere with passage of the delivery system and cause difficulty during tracking. If additional device manipulation is applied to overcome the difficulty during tracking, it can lead to the delivery system flex shaft being kinked. In addition, it was observed that once the ds and thv had penetrated the sheath, it became looped and kinked in the access vasculature. Even after straightening the ds to exit the sheath tip, advancement of the kinked section of the ds shaft may cause further resistance during tracking, and potential damage to patient vasculature, if the kinked section contacts vessel walls. As such, available information suggests that patient factors (tortuosity) and procedural factors (high push force, device manipulation) may have contributed to the kinking of the delivery system, while procedural factors (damaged sheath, advancement of kinked delivery system) may have contributed to the tracking difficulty. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 29 mm sapien 3 (s3) valve in the aortic position via right transfemoral approach, the 16f esheath+ was inserted into the patient without difficulty. Upon advancement of the 29mm s3 valve through the esheath+, significant resistance was noted. Upon further inspection with fluoro, it appeared that the delivery system and valve had exited out of the side of the esheath+ and caused a vascular injury. The delivery system, esheath+, and s3 valve were removed. A new 14f esheath+ was prepped and inserted without difficulty through the same right femoral arteriotomy. An amplatz extra stiff guidewire was replaced with a lunderquist wire and the annulus was recrossed. A new 29mm s3 valve and ds were prepped and advanced with aid of viperslide without difficulty, aligned and deployed successfully. Post-deployment of the s3 valve, attention was then shifted to assessing the extent and location of the vascular injury. A subtractive aortic angiography revealed extravasation of contrast at the level of the distal aortic bifurcation. A covered stent was attempted, and fluid resuscitation with massive transfusion protocol was initiated. When it was believed that bleeding in the aorta was controlled, the team then did a femoral cutdown to aid in the removal of damaged devices as a vascular injury had occurred at the level of the distal aortic bifurcation/ bilateral common iliacs when the initial valve and ds punctured through the side of the sheath. The team attempted to repair the femoral artery damage with a surgical patch that had occurred upon removal of the initial damaged sheath, delivery system, and valve. General surgery was called in to do exploratory abdominal surgery to remove the excess blood in the abdominal cavity. Upon opening the patient's abdomen, they became profoundly unstable, and surgical repair of the distal aorta was attempted. The team was ultimately unable to control the bleeding, and patient expired due to the vascular injury and subsequent blood loss. Clarification notes that initial repair attempts for the aortic injuries were made in the form of covered stenting from the bilateral iliacs up into the distal aorta; when this was unsuccessful, a surgical repair or the same area was attempted, though that was also unsuccessful. Both iliacs at the level of the aortic bifurcation as well as the distal aorta were believed to be perforated. The suspected root cause of the perforation was the commander delivery system was pushed through the wall of the esheath+ at the level of the crimped valve. Additional follow-up noted that when the delivery system was removed from the patient, it was found to be severely kinked. The valve was noted to have no observable damage.

Manufacturer narrative:
This is two of two manufacturers being submitted for this case. Please reference related manufacturer report no: 2015691-2025-07815. The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to related manufacturing report number added to h10. Sections g6, h2, and h10 have been updated.